Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the iscv studies could not be uploaded via the portal and showing an error. The device was in clinical use at the time of the event and no adverse events or harm were reported in the complaint pr (B)(4). Philips is currently updating the risk management matrix for the iscv product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed.